Event description:
The patient presented in-clinic for a routine follow-up after experiencing difficulty connecting the remote monitoring application to the implanted device. Upon investigation, the device was unable to be interrogated via bluetooth low energy (ble) telemetry. Abbott technical support was contacted, and ble telemetry was successfully restored. The patient was in stable condition.